Manufacturer narrative:
Product complaint#: (B)(4). Compliant conclusion: as reported by the field, during a thrombectomy case, after an embotrap ii 5x33 revascularization device (et007533, 23k031av) captured the thrombus, the physician retracted the stent, the stent was impeded and could not be retracted. The physician added force to retract the stent and microcatheter into the intermediate catheter (other brand). Then the physician removed the stent and microcatheter from the patient. The stent was found be to kinked/bend. The physician switched to a new stent and used the same microcatheter to complete the surgery. The procedure was prolonged about 15 minutes. The intermediate catheter was not replaced. Additional event information received on 22-jul-2024 indicated that they were able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/ben. The 15 minutes procedural delays were not clinically significant. The initial inspection and examination under magnification of the returned embotrap ii device showed evidence of damage and deformation to the proximal coil and to the proximal segment of the stent where kink and inner cage detachment were observed. No other damage was observed on the returned device. The visual inspection also confirmed that the returned embotrap ii device was correctly assembled and manufactured, with all adhesive bonds complete and undamaged. It was reported that during the procedure, the stent ¿could not be retracted¿ and the physician had to remove the stent with ¿added force¿. Upon removal of the embotrap ii, the physician found the device to be kinked. Visual inspection of the returned embotrap ii showed evidence of kink at the proximal end of the device. In addition, it was observed that the inner cage was detached, and the proximal coil was damaged and bent. Although the inner cage detachment and proximal coil damage were not reported in the complaint event, it is possible that these damages happened due to the severity of the kink. However, this cannot be confirmed. A complaint recreation was performed on a sample embotrap iii to explain the damage observed on the returned device. The recreation showed that deploying the device in a tortuous anatomy along with multiple ¿push and pull¿ maneuvers in order to retrieve the stent may have cause the damages observed on the embotrap ii. The device IFU (ref cs163) warns against advancing the deployed device or withdrawing against significant resistance. In case of resistance, the IFU indicates to ¿assess the cause of resistance using fluoroscopy and, if necessary, advance the microcatheter over the device to re-sheath or partially re-sheath to aid withdrawal¿. Evidence that this may have happened in the complaint event can be seen due to the kink and detachment of the inner cage and damages to the proximal coil. While the main aspect of the complaint event (kink on embotrap device) is confirmed, the root cause could not be determined. There is no indication that this complaint was a result of a defect or malfunction of the embotrap device. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint #: (B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # ==> (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone:(B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a thrombectomy case, after an embotrap ii 5x33 revascularization device (et007533, 23k031av) captured the thrombus, the physician retracted the stent, the stent was impeded and could not be retracted. The physician added force to retract the stent and microcatheter into the intermediate catheter (other brand). Then the physician removed the stent and microcatheter from the patient. The stent was found be to kinked/bend. The physician switched to a new stent and used the same microcatheter to complete the surgery. The procedure was prolonged about 15 minutes. The intermediate catheter was not replaced. Additional event information received on 22-jul-2024 indicated that they were able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/ben. The 15 minutes procedural delays were not clinically significant.